Manufacturer narrative:
Additional patient information: patient height reported as (B)(6). Patient ID number: (B)(6). Date of post-operative infection development is unknown. (B)(4). Per facility, the complainant parts will not be returned for investigation as they were sent for testing within the hospital due to patient infection. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure on (B)(6) 2016 due to the identified post-operative movement of three (3) 5mm variable angle (va) locking screws. The patient was originally treated for a distal femur fracture on (B)(6) 2016 with the implantation of one (1) va-locking compression plate (va-lcp), five (5) 5mm va locking screws, five (5) 4.5mm cortical screws, two (2) 3.5mm non-locking screws, and two (2) washers. On an unknown post-operative date, the patient presented with pain and irritation at the fracture site. X-ray images revealed that three (3) of the 5mm va locking screws had backed out from the distal portion of the plate. As a result, the patient returned to the operating room on (B)(6) where all of the original hardware was successfully removed intact. During the procedure, however, an infection was identified in the patient's leg. The surgeon suspected that the movement of the screws may have also contributed to the development of the infection. The explanted devices were sent for further analysis within the hospital. The patient was then treated with external fixation. The procedure was completed successfully with no reports of delay or additional intervention. Post-operatively, the patient was said to be stable. This report is 6 of 7 for (B)(4).